Manufacturer narrative:
The patient reported that she had experienced inflammation around the gums within two (2) weeks of the crowns being placed in 2011. The doctor cleaned and debrided the area at her two (2) week check-up appointment and the symptoms subsided; however, the patient reported that since that time, she had experienced tenderness in that area and her jaw locks up on occasion. Starting (B)(6) 2013, the patient reported that the hemorrhages appeared in her nasal cavity directly above where the crowns are seated. The patient sought medical attention from an ent in (B)(6) 2013. The ent performed a nasal endoscopy and found the hemorrhages. She was prescribed clarithromycin for treatment. In (B)(6) 2013, the hemorrhaging problem returned; therefore, she sought medical attention again from the ent and was prescribed cytrofloxacn. In (B)(6) 2013, the hemorrhaging continued and the patient sought medical attention in the ER and was admitted. The patient alleged that the reaction which had been occurring and causing the hemorrhaging had broken through the vascular system in her sinuses. The patient is currently taking cephalexin and performing daily sinus flushes for treatment. The patient is doing better at this time; however, the symptoms are still being treated and monitored by the ent specialist. The dental office which had performed the crown procedures stated that no adverse effects to the maxcem elite product and no allergies were ever noted on the patient's record. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A patient alleged that after having multiple crowns seated in 2011 using the maxcem elite clear product, she began to experience severe hemorrhaging in the sinus cavity above where her crowns were seated beginning (B)(6) 2013; however, the patient could not verify if the maxcem elite was the cause of her medical condition and reported that she was investigating a total of nine (9) possible products.